Manufacturer narrative:
Corrected data: see e3 and g3.

Manufacturer narrative:
Returned device was received in good physical condition however the bottom case was cracked. No evidence of reported problem in event log was found. During the evaluation of the device, the issue was unable to be duplicated. There were no faults found with the system. However, the clutch's left and right halves as well as the lead screw and spring were replaced as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump failed motor drive test during preventative maintenance. No patient present. There were no adverse events reported.